Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. As told by the customer, the device will not be returning to the manufacturer for an evaluation or repair in order to confirm the alleged malfunction.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.